Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon attempted to use the device to fire in the pancreatic parenchyma in a total gastrectomy procedure, but the second firing could not be performed. As a result, the pancreatic parenchyma was done by ligation. The surgeon replaced the handle and used it in jejunum resection and completed the procedure with no problem. The status of the patient was reported as no problem.